Event description:
It was reported that an occlusion alarm occurred, that the pump time was incorrect, cause was unknown and that the touch screen was delayed in responding to presses. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.